Manufacturer narrative:
(B)(4). The other two armada 35 devices are filed under separate medwatch report numbers. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with the heavily calcified lesion. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosis in a heavily calcified superficial femoral artery (sfa) and a 90% stenosis in a heavily calcified common iliac artery. A 6 x 80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for pre-dilatation of the lesion in the sfa. The pta catheter was advanced to the lesion and when inflated to 10 atmospheres (atm) the balloon ruptured. A new 7 x 80 mm armada 35 pta catheter was used to complete the pre-dilatation and an unspecified stent implant was successfully deployed. Following deployment of an unspecified stent implant in the common iliac artery, a 10 x 20 mm armada 35 pta catheter was selected for post- dilatation. When inflated to 13 atm the balloon ruptured and was replaced with a 12 x 20 mm armada 35 pta catheter. When inflated to 10 atm the balloon ruptured. As there was sufficient wall apposition additional post-dilatation was not necessary. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.